Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy procedure, could only be fired with application of excessive force; misformed staples. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.